Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that condensation could be found in the knee implant packaging when it was opened. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The femoral component and it's packaging was returned and evaluation of the returned product determined that, the bag appears cloudy. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause attributed to be abrasion due to transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.